Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause includes kinks leaks and blockages, or component failure. IFU offer further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a renasys go and 300ml canister, the dressing did not compressed at all, so nothing reached to the canister. The treatment was continued with a back-up canister. There was no patient harm. There was no delay.